Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lot was observed. Testing of the customer samples was performed and defective locking mechanism was not observed. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the safety on a bd eclipse¿ blood collection needle with luer adapter fell off when trying to activate, leaving the needle exposed. There was no report of injury or medical interventions.